Manufacturer narrative:
Investigation pending.

Event description:
Caller reported discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.4, lab: 7.0. Pt was seen in the ed due to chf as lungs full of crackles when rn made home visit. Pt was seen in ed and discharged the same day. Md prescribing coumadin adjusted dose based on lab result.